Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced the scs system turning on and off in the past and had been reprogrammed. Recently, it was reported the physician was to explant the scs system at a future date. In addition, it was reported the patient was dealing with other health issues. Follow up identified the physician explanted the scs system without issue.